Event description:
The child suddenly lost access to sound with the device. There is no history of trauma, swelling or pain around the implant area. There have been no recent changes in health or medication. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, one channel already showed hi status since 2017, for undetermined reasons. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition one channel showed hi status since 2017 due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child suddenly lost access to sound with the device. There is no history of trauma, swelling or pain around the implant area. There have been no recent changes in health or medication. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child suddenly lost access to sound with the device. There is no history of trauma, swelling or pain around the implant area.